Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted due to pacing impedance value out of range (> 3000 ohms). One day after the replacement, the patient was hospitalized for cardiac decompensation, followed by another hospitalization a few days later due to exertional dyspnea. At this time, it remains unclear whether these hospitalizations are related to the performance of the new implanted lead.